Event description:
During procedure with the rotablater device in the right coronary artery, the wire fractured during ablation and the burr perforated the right coronary artery. The pt developed bradycardia and hypotension and was successfully resuscitated. However, the pt then developed pea (idioventricular rhythm without pacer) and was unable to be resuscitated.